Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. It was reported that the patient had dementia and had torn the titanium adapter and attached transfer set from the catheter during therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient accidentally tore their transfer set and titanium adapter off of their catheter. This event occurred during dwell three of four. This event occurred during use with patient involvement. The renal therapy service agent assisted the care giver in ending therapy. Product surveillance contacted the care giver regarding the reported event. The care giver advised there had not been any issues with the patient¿s transfer set; they had not seen any damage to the set prior to the reported event. The patient had dementia and had pulled the transfer set and titanium adapter from the catheter; the transfer set and adapter were still connected. The care giver stated they had clamped off the patient¿s catheter, and took them to the clinic to have the adapter and transfer set replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.